Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation summary: according to the information gathered during the investigation, there is enough evidence to support that devices from were packaged in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The device involved was received in the device analysis lab with the inner thermoform opened. The implant was intact and functional. Considering that there is not an adverse trend for this type of event and the product was not returned to analyze, no additional actions are deemed required at this time. Device evaluation: through visual analysis of device white, yellow, and black particles were observed on the shell of the device. The weight of the device was within specification. Cloudy gel was observed after the autoclave cycle. Bubbles were also observed after the autoclave disinfection process. The device was found to be intact and functional. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported an "implant was found open. Unit was not used at all." Device did not make contact with a patient. It is not known if surgery was successfully completed with a backup device.